Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, report that on (B)(6) 2015; the patient's receiver would not sync with the transmitter. No additional event or patient information is available.